Event description:
Physician contacted technical solutions to confirm, based off a verbal reading of fluoroscopy, whether a pump was flipped. Technical solutions confirmed that the pump was flipped. No patient symptoms were alleged.

Manufacturer narrative:
Pending follow up about potential pump revision and cause of the pump flipping. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Per the instructions for use of the device, pump flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
Device remains implanted and was not returned. The pump was loose in the pocket due to the pump needing to be re-anchored. Internal complaint number: (B)(4).

Event description:
Representative from physician's office confirmed that the patient's pump was surgically revised due to it being very loose in the pocket. The pump was re-anchored, and no further issues were reported.